Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. The length of the charge coupled device (ccd) cable was too short. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Due to corrosion on guide plate dr unit, bending angle in upward direction does not meet the standard value. Suction cylinder had discoloration. Plate unit had corrosion due to water leakage. Shaft guide was sticky due to water leakage. Base plate had corrosion due to water leakage. Sheet holder unit had corrosion due to water leakage. Due to damage on forceps elevator-pipe, water tightness was lost. Due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value. Due to damage on ultrasonic probe, the number of missing elements exceeds the standard value. Due to damage on acoustic lens, displayed ultrasound image was defective. Acoustic lens was damaged. Objective lens had a scratch. Adhesive on bending section cover had a discolored area. Connecting tube had a scratch. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Universal cord has a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the albarran lever of the gastrovideoscope was defective. The issue was found during reprocessing. The device was returned and an evaluation of the returned device revealed gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: [warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.